Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. While onsite the technician inspected the table and was unable to duplicate the reported issue. However, the technician did note that the hand control was damaged. The table was installed in 2000 making it approximately 20 years old. The table is not under steris service agreement; the user facility's third-party service provider is responsible for all maintenance activities. The 3085 sp surgical table operator manual states, (pg. 6-2) "table 6-1. Preventive maintenance schedule for the 3085 sp surgical table: 4.1 verify proper operation of all articulations for full motion. Using hand control. Minimum frequency: 6x per year." The technician notified the third-party service provider of the required repairs. Steris has not been authorized to complete the repairs. The third-party service provider installed a hand control from another unit at the facility. Additionally, a steris account manager offered in-service training on proper preventive maintenance; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the leg section of their 3085 sp surgical table moved upwards without being commanded to do so. No injury was reported.